Event description:
Customer obtained an erroneously high troponin (accu tni) result for one patient. The initial result of 3.41ng/ml was reported out of the lab. The specimen was tested on a different instrument and results obtained were: 0.56ng/ml and 1.11ng/ml. The sample was re-centrifuged and then re-tested and a result of 0.04ng/ml was obtained from the dxi 800 instrument, and a result of 0.10ng/ml from the different instrument. A corrected report was issued. The customer was not made aware of any injury or change in patient treatment associated with this event.

Manufacturer narrative:
The specimen was collected in a plastic bd lithium heparin plasma tube with gel separator and centrifuged for 9 minutes. Per customer, the sample looked "normal". Customer did not report any event log messages associated with this event. Qc is run once every 8 hours and was in range prior to and after the event. A system check performed after the event failed. Customer performed instrument maintenance and then repeated the system check which passed. A field service engineer (fse) was not dispatched for this event, as customer did not report the erroneous results until 07/10/2009. A definitive root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.